Event description:
Information received indicates the brake is not engaging at the foot section.

Manufacturer narrative:
The technician replaced the missing shoulder bolt and nut on the rocker arm to repair the stretcher.